Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Further investigation was not possible as the samples were no longer available.

Event description:
There was an allegation that the cobas e411 rack analyzer "mixed up" samples from two patients tested for the elecsys estradiol ii assay. Sample 19 initial result was 180.9 and the repeat results were 9258 and 9099. Sample 20 initial result was 9627 and the repeat results were 197.3 and 202.4. No unit of measure was provided. The initial results were reported outside of the laboratory and were questioned by a nurse as they did not fit with the historical results. The reagent lot number and the expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.